Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a heart attack. Contact declined tandem technical support's (cts) offer to perform a pump system check and declined to provide further information regarding the event. Cts unable to determine if pump was directly related to hospitalization.